Event description:
On an unknown date a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In oct 2023 the patient experienced an unspecified infection and was lying in bed for days. It was reported that the patient had a visible urine infection and a possible infection at the stoma site, which was treated with unspecified antibiotics and topical treatment of betadine and silver nitrite. It was also reported that the patient was physically deteriorating with low energy and tiredness.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.